Event description:
Olympus further received information that this event is the same as the event with patient identifier (B)(6) . The indication for the procedure was pancreatitis. The plastic cap was split in half and was retrieved from the patient's mouth. There was a small amount of blood in the mouth. There were no additional medical interventions done. The patient's current condition is unknown.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the distal cover fell off and was located in the mouth of the patient after the scope was removed. Additional information provided from the customer stated that there was no error messages observed as a result of the event and the procedure/anesthesia was not extended due to the event. This complaint required 2 reports. The related patient identifiers are as follows: (B)(6) , evis exera iii duodenovideoscope: (B)(6) , single use distal cover this medwatch report is for patient identifier: (B)(6).

Manufacturer narrative:
The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is submitted to correct information submitted on the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the actual device was not returned, the root cause could not be specified. At this time, the possible causes that the concerned distal cover was easy to detach are presumed to be the following: the cover was broken by chemical attack due to adhesion of chemicals such as anti-fog agent, the cover was broken by being pushed obliquely when attached to the scope, the cover was insufficiently attached to the scope, and/or the cover received stress during the procedure such as contact with mouthpiece, frictional load by twisting / pushing / pulling the scope in body. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way in chapter 4-4.1. Operation manual includes the preventive measures in chapter 3-3.5." Olympus will continue to monitor field performance for this device.